Manufacturer narrative:
Reported event: during use, one of the small pins in the proximal u-joint of the offset reamer handle disassociated from the handle. The pin was found without delay to the case or other medical intervention. There was no harm. Device evaluation and results: visual inspection: visual inspection shows the weld holding the long pin in the proximal u-joint has failed causing the pin to disassociate from the u-joint and is no longer present in the device. There is no additional deformation in the yokes of the u-joint. Additional visual investigation of the handle showed that each weld on the proximal u-joint had a failed weld although the pins were still captured in the assembly. Dimensional inspection: dimensional inspection cannot be completed due to the damage of the u-joint. Functional inspection: functional inspection shows the reamer handle still rotates; however, there is some slight resistance at 90° intervals as the shaft is fully rotated. This is consistent with the complaint report as the joint was still able to spin. This issue is being addressed through nc (B)(4). Device history review: review of the device history records indicate 30 devices were manufactured and accepted into final stock on 02/13/2016. No non-conformances were identified during inspection. Complaint history review: a review of complaints in (B)(6) related to p/n 207080, lot number 32051115 shows zero additional complaints related to the failure in this investigation. Tracking of complaints related to the 207080 part number will be tracked through quarterly trend request #856. Conclusions: the failure mode in this investigation is consistent with that seen within the scope of nc (B)(4). Corrective action/preventive action: nc (B)(4) has been opened to address the failure in this complaint. All corrections and preventative actions will be completed per this nc. No further action is required from this investigation.

Event description:
A surgeon was performing a makoplasty total hip arthroplasty using the robotic arm interactive orthopedic system (rio). During the case, a pin broke off the offset cup reamer handle and was found. This did not negatively impact the case and the outcome was successful.

Manufacturer narrative:
As part of normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted when additional information becomes available.

Event description:
A surgeon was performing a makoplasty total hip arthroplasty using the robotic arm interactive orthopedic system (rio). During the case, a pin broke off the offset cup reamer handle and was found. This did not negatively impact the case and the outcome was successful.